Event description:
It was reported to the field service representative that during set-up of the device for a cardiopulmonary bypass procedure, the negative pressure readings from the pressure module were inaccurate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per e-mail: the perfusionist did not configure the pressure module properly. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.